Manufacturer narrative:
The pod arrived fully deployed with the soft cannula visible through the bottom housing. No timeouts or drive stalls were observed. The device ran more than 200 pulses and completed an immediate bolus excluding the priming sequence. The investigation found no damages or defects that would contribute to a needle mechanism failure. During the investigation, the pod was able to communicate successfully with the master pdm. Shelf mode current (smc) was observed to be within specifications. No damages or manufacturing defects were observed. Inspection of the pod found no damages or deficiencies that would result in a communication error. No abnormalities were observed in the data. The cause of the reported communication error could not be determined.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached over 250 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.